Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported that he don't receive any alerts when his phone is locked. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and did not confirm the customer complaint of alerts were not received when phone was locked. Data investigation shows alerts received and acknowledged on alleged date of (B)(4) 2018. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system.